Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blister under the front therapy electrode, which a physician described as a third degree burn. There is no indication that the patient was treated by the device. The patient's nurse applied a bandage over the wound. During a follow up, the patient reported that the blister improved and was almost completely healed.